Manufacturer narrative:
The device has not been received by depuy synthes power tools. The emax2plus_ao motor met all specifications, including temperature assessment, and no problems were noted. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating, "the surgeon complained of heat." The device was used in surgery. It is known that no pt injury had occurred. It is unk if a delay or medical intervention had occurred. If any add'l info should become available, this notification will be updated accordingly.